Event description:
Serenocem otologic bone cement was used for extra fixation of vibrant sound bridge transducer to incus. During surgery a sudden rise in blood pressure resulted in the surg site being flushed with blood. During revision surgery to replace the non-functioning hearing device, it was discovered that the cement was no longer in place.